Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the sample was received for evaluation with the female connector connected to a dark blue luer adapter. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of the twist clamp on a minicap extended life transfer set. This issue was further described as ¿small part of the mini transfer set fell out¿ (blue chip). This occurred when the patient wanted to disconnect the transfer set from the solution bag after peritoneal dialysis (pd) treatment. As a result, the twist clamp of the transfer set ¿could not be opened smoothly¿ and was then ¿forcibly opened, resulting in the tube (transparent) end inside being pulled out¿. There was no patient injury or medical intervention associated with this event. No additional information is available.